Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. The balloon was inflated however the balloon ruptured at nominal pressure. No patient complications were reported and the patient's status was fine.